Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic hernia repair, during the second firing, the device did not rotate smoothly and stopped frequently while rotating when the surgeon attempted to employ the rotation function. When the surgeon had positioned the device and fired, the device stopped right after it began to fire. This happened on two attempts. A new powered handle was used to complete the procedure. There was no blood loss. There was no delay in surgery time. The product was tested prior to use. There was no intervention required there was no reinforcement material used. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.